Manufacturer narrative:
(B)(4)

Event description:
The product was replaced and the procedure was completed with out harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the second for this issue. The device history shows the product was released per specifications. The returned sample was visually inspected and the probe and light blue connector were both cut. The infusion cannula was also not returned. A full pressure integrity leak test was performed on the cassette utilizing an external pressure source and no leakage was detected. Used lab stock components to replace missing items and continue testing. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse indicated that the cassette leaked into the console during surgery. No patient harm reported. Additional information and product sample have been requested.